Event description:
A report was received that the patient underwent a pocket revision due to poor healing at the pocket site. During the procedure, the physician elected to replace the ipg due to fear of contamination associated with the open wound. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.